Event description:
It was reported from (B)(6) that during an orthopedic surgical procedure, it was discovered that the compact air drive device "had no power". There was a one minute delay to the planned surgical procedure. There was a spare identical device available for use. There was patient involvement. The exact date of the event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer's information was unknown. (B)(6). Device manufacture date was unknown. Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was confirmed.  The assignable root cause was determined to be normal use over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.